Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse"), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("irregular vaginal bleeding"), abdominal pain lower ("excessive cramping"), headache ("headaches") and alopecia ("hair loss"). The patient was treated with surgery (she underwent a surgical procedure to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, abdominal pain lower, headache and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, headache, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. In (B)(6) , the patient had essure inserted. In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("irregular vaginal bleeding / abnormal bleeding (vaginal)"), the first episode of alopecia ("hair loss"), menorrhagia ("abnormal bleeding (menorrhagia)"), acne ("rashes or skin conditions type: acne"), migraine ("migraines") and the first episode of headache ("headaches"). In (B)(6) , the patient experienced weight increased ("weight gain / loss (specify which one): weight gain"). In (B)(6) , the patient experienced adenomyosis ("myometriosis"), endometriosis ("endometriosis / right chocolate cyst"), uterine leiomyoma ("small uterine fibroids") and medical device site discharge ("small oozing sites noted on the right side"). On an unknown date, the patient experienced abdominal pain lower ("excessive cramping"), the second episode of headache ("headaches") and the second episode of alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the abdominal pain, dyspareunia, abdominal pain lower, the last episode of headache, adenomyosis, acne, migraine, weight increased, the last episode of alopecia, endometriosis, uterine leiomyoma and medical device site discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, adenomyosis, dysmenorrhoea, dyspareunia, endometriosis, medical device site discharge, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage, weight increased, the first episode of alopecia, the first episode of headache, the second episode of alopecia and the second episode of headache to be related to essure. The reporter commented: current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.2 kg/sqm. Hysterosalpingogram - in (B)(6) : total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea, menorrhagia, dyspareunia and endometriosis. Most recent follow-up information incorporated above includes: on 31-oct-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (menorrhagia), acne, headaches, weight gain, hair loss, myometriosis, endometriosis/ right chocolate cyst, small uterine fibroids, small oozing sites noted on the right side. Outcome of events vaginal haemorrhage, pelvic pain, dysmenorrhoea was updated from unknown to recovered / resolved. Date of essure insertion updated from (B)(6) to (B)(6) . Date of removal update from (B)(6) 2016 to (B)(6) 2016. Onset date of event vaginal haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea were updated. Concomitant disease, lab data were added. Reporter information and patient¿s demographic details were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.